Event description:
It was reported that the tip was chipped.

Manufacturer narrative:
Upon receipt of the device a new failure mode was discovered. The product was returned and the failure mode was confirmed. Visual inspection found pieces of the tip are broken off. The broken off pieces were not received with the device. The probable root cause for the chipped tip is likely due to dropping/banging of the device against a hard surface. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.